Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device failed the 30 psi occlusion pressure test, recording a pressure of 16.3psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 248 to 208. No patient involvement was reported. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. CAPA: zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device failed the 30 psi occlusion pressure test, recording a pressure of 16.3psi which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 248 to 208. No patient involvement was reported.